Event description:
It was reported that during a craniotomy, the drill attachment leaked fluid. Backup equipment was used to complete the procedure, without causing a delay. No medical intervention or additional treatment was required for the pt. No pt or user injury was reported, and no other adverse consequences were alleged with this event. Attempts to obtain additional info from the user facility were unsuccessful.